Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1204af-85 serial/batch number (B)(6) was received for investigation. Visual inspection found that the shaft tip was deformed. The cutting tip blades has been detached from the shaft. The reported failure is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during an anterior cruciate ligament surgery the blade of the flipcutter broke off while retrograde drilling. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.